Event description:
It was reported that the threshold on the atrial lead was rising in both bipolar and unipolar configurations. The physician got an x-ray and the lead remains in use. The physician determined that no further intervention was needed. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.